Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, having been implanted for four months, due to elective replacement indicators (eri). There was an allegation of premature battery depletion. The device was returned for analysis.